Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced check valve malfunction. The following information was provided by the initial reporter: that the set has a malfunctioning back check valve that is allowing the secondary fluid to back fill into the primary.

Manufacturer narrative:
The following fields were updated due to additional information. There were multiple lot numbers reported to potentially be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22015155 d.4. Medical device expiration date: 14-jan-2025 h.4. Device manufacture date: 14-jan-2022. D.4. Medical device lot #: 22015853 d.4. Medical device expiration date: 15-jan-2025 h.4. Device manufacture date: 15-jan-2022. D.4. Medical device lot #: 22015561 d.4. Medical device expiration date: 14-jan-2025 h.4. Device manufacture date: 14-jan-2022. D.4. Medical device lot #: 22015623 d.4. Medical device expiration date: 15-jan-2025 h.4. Device manufacture date: 15-jan-2022. D.4. Medical device lot #: 22015157 d.4. Medical device expiration date: 19-jan-2025 h.4. Device manufacture date: 19-jan-2022. H.6. Investigation summary: the supplier was able to confirm the back flow failure. The check valve was then disassembled. Particulate was observed under the silicone disk. The particulate was sent for analysis. The particulate observed between the disk and the sealing surface created a leak path that led to the back flow failure. The particulate was identified to be calcium carbonate. Supplier processes were reviewed, and it was determined that calcium carbonate is not a part of or a byproduct of these processes. The particulate did not originate at the supplier. According to manufacturing, calcium carbonate is not used to produce the model 2420-0007, although, it is uncertain if any component has this material in its particles. A lot number is unknown, however possible lots were identified to be: 22015155, 22015853, 22015561, 22015623, 22015157 a device history record review for model 2420-0007 lot number 22015155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015853 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015561 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015623 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015157 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced check valve malfunction. The following information was provided by the initial reporter: that the set has a malfunctioning back check valve that is allowing the secondary fluid to back fill into the primary.